Manufacturer narrative:
(B)(4). Date sent: 2/19/2016 (B)(4). The analysis results found that the ecs29a device arrived in good visual condition. The anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition another washer was present loaded on the anvil. It is possible that the returned anvil does not belong to the returned device. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sigmoid resection procedure, the anvil would not easily attach to the end of the stapler. The stapler would not close. The stapler was not fired. A second device of the same product code was opened. The anvil from the second stapler opened and was attached to the end of the first stapler. The anvil attached, closed, and fired successfully. There were no patient consequences reported.